Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The cerelink sensor (ID 826850) was returned for evaluation: device history record (DHR) - the product code 826850 with lot 7482185 sn (B)(6), conformed to the specifications when released to stock. Failure analysis - the catheter received with suture tied and crimped catheter 143 cm from distal tip. Internal wires damaged from crimp. The serial number label pulled off from the connector. The complaint was confirmed. Root cause analysis - the possible root cause for this issue reported by the customer could be due to unstable sensor performance or incorrect selection of semiconductor components and could also be due to mishandling of the catheter.

Event description:
A physician reported a cerelink sensor (ID 826850) was placed on (B)(6) 2025 for intracranial pressure (icp) monitoring. The patient was there to evaluate the need for a vp shunt and was awake, the kid and his dad were playing and ¿shocked¿ one another with static and now the monitor has gone berserk reading 136 with no waveform. The reference lead was not one and had not been connected for an unknown period of time. Electrostatic discgarge (esd) was suspected. Troubleshooting included connecting the reference lead and disconnecting the sensor for 10¿15 minutes to allow any ion build up to dissipate; the icp later displayed a waveform but remained elevated in the 80s. Monitor replacement did not resolve the issue. Therefore, the sensor was removed and replaced on (B)(6) 2025. Additional information: cable used: phillips patient monitor and icp extension cable. Monitor used and serial number: cerelink icp monitor ¿ d10 monitor. Implant location: parenchyma. Was the integra/codman icp monitor connected to a patient monitor: yes (philips). Was the patient lead always connected: yes.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.